Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2021-11398. It was reported that the patient presented in clinic for a routine follow-up. Upon interrogation, it was noted that the left ventricular lead exhibited loss of capture and the right atrial lead exhibited noise that was oversensed by the device. Multiple episodes of inappropriate automatic mode switch were noted. The noise was reproducible in clinic. Lead dislodgement was confirmed with an x-ray. The leads were explanted and replaced. Programming changes were made to minimize the oversensing. The patient was in stable condition.